Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The patient stated that she had not had a bowel movement in 2 days, and she felt many other vibrations from her defibrillator. The patient stated that before 3.6 stimulation hurt. Support link assisted the patient with increasing the patient¿s stimulation to 3.9 and it felt comfortable. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.